Event description:
It was reported that when the patient charges their personal diabetes manager (pdm) it becomes extremely hot. This issue has caused half of the charging cord to melt. The pdm is still functioning.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.